Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, may 01, 2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not detected on bus and was unable to open. A field service engineer (fse) confirmed that the refrigerator lock was always engaged, and showing off bus. Then checked the latch and it was always electronically unlocked. So, the fse replaced the remote manager controller card and copied the settings and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was not detected on bus, unable to open refrigerator. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.